Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from may 13, 2019 - may 15, 2019. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The user facility has not provided the medwatch report # for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) had a hole in center of the bag. This was identified before patient use. There was no patient involvement. No additional information is available.